Event description:
Plc75 dlu was loaded with plcr75b reload and was fired. The knife blade was left exposed and the dlu partially stapled and cut. Under-formed staples were also observed in the anastomosis. Another device was used to complete the case without further incident. Lap right hemicolectomy.